Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred during transseptal puncture. The effusion was limited and stable and the decision was made to continue with the procedure. A few minutes following transseptal puncture, after mapping of the geometry and insertion of the tacticath, the effusion increased and the procedure was stopped. The patient became hypotensive and an ultrasound revealed an effusion localized to the right of the heart, likely in the anterior right atrium. The patient was treated with heart massage and a pericardiocentesis. The procedure was stopped and a pericardial drain was placed. The patient is in stable condition in the intensive care unit. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown.